Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level was 448 mg/dl. Customer stated that the insulin pump had an insulin flow blocked alarm. Customer was used insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of event. No further patient complication were reported.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022, the customer alleged was for high bg, insulin flow block and cosmetic damage located serial number label missing and crack on the battery compartment. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube), serial number label missing and corroded battery tube during the visual inspection. Thus was utilized and downloaded trace/history files properly. Confirmed pump alarm insulin flow blocked alarm on (B)(6)2022 at 12:41:34.000 during bolus in pump downloaded history. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0875. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and motor assembly. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and insulin flow blocked alarm. Cosmetic damage was confirmed, serial number label missing and cracked case (battery tube) were noted. Moisture damage on pcba 1 and motor assembly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.